Event description:
It was reported that an alert had been generated for an out-of-range atrial intrinsic amplitude of 0.4mv. Presenting and stored electrograms (egm) showed possible atrial flutter (af) with frequent undersensing with atrial paced events. Additionally, there were a few atrial tachycardia response (atr) episodes which showed oversensing of atrial noise. The system remains in service and no adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Additional information was reported that this patient presented for a routine follow up evaluation. Atrial noise was easily able to be reproduced with myopotential testing and left arm movements. Atrial threshold and pacing impedance measurements were appropriate and stable. Atrial sensitivity was programmed from 0.15 mv to 1.0 mv. The patient will continue with routine device follow-ups and ongoing monitoring via latitude. It was noted that the atrial lead is from a competitor. The system remains in service and no adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that an alert had been generated for an out-of-range atrial intrinsic amplitude of 0.4 mv. Presenting and stored electrograms (egm) showed possible atrial flutter (af) with frequent undersensing with atrial paced events. Additionally, there were a few atrial tachycardia response (atr) episodes which showed oversensing of atrial noise. The system remains in service and no adverse patient effects were reported.